Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 60 and 99 mg/dl within 10 minutes. In a second set of tests approximately 300 mg/dl vs. 100 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications. Testing was conducted on the fingers.